Event description:
Routine complaint investigation when a consumer reported receiving a high blood glucose reading of 270mg/dl on their softtact meter when compared to a laboratory result of 150mg/dl. These values, when plotted on a clarke error grid, fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.